Manufacturer narrative:
This report is being filed on an international product, list number 08p06-74 that has a similar product distributed in the us, list number 8p05, with 510k/PMA/bla number p050042. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer reported false nonreactive alinity I anti-hcv results generated on the alinity I processing module. The following data was provided: sample 1: sid (B)(6), (31-year-old, male): alinity I anti-hcv = 0.16 / 0.17 s/co (nonreactive) wantai platform = 2.36 and 2.71 s/co after high-speed centrifugation (positive) roche chemiluminescence platform = 5.17 coi (positive) . Additional testing provided: hcv ag result = 0.00 fmol/l results of the hepatitis b five-assay panel results: anti-hbs, anti-hbe, and anti-hbc generated positive results; hbsag and hbeag generated negative results. The patient has a history of poor appetite, helicobacter pylori infection, and abnormal liver function tests. There was no impact to patient management reported.